Event description:
It was reported that during a bypass, the device fired malformed staples. Additional sutures were used to complete the procedure. Operating time was extended by one hour. There was no adverse consequence to the pt. Haven't worked.